Event description:
The patient underwent a full replacement on (B)(6) 2016. After the replacement, the post-op impedance values were within normal limits. The explanted products were reportedly not available for return.

Manufacturer narrative:
The initial report inadvertently did not have adverse event selected.

Event description:
A physician reported that her patient had low impedance on a diagnostic test. Follow-up with the patient physician was performed and the patient had reportedly not been feeling stimulation and was having an increase in seizures since the low impedance was found. No known surgical intervention has occurred to date. No further relevant information has been received to date.